Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The expiratory cassette and o2 cell were replaced, but the reported problem persisted. Further inspection was performed, the gas circuit was checked and it was found that the air gas module was contaminated with water. The expiratory channel printed circuit board (pcb) and the expiratory channel connector pcb were also found to be defective. All the mentioned parts need to be replaced. According to the information provided, the customer decided to cancel the repair after fse had communicated with the customer, as it was considered that the ventilator had been used for a long time and that the repair cost for this fault was high. No service has been performed. The device logs were not provided. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. The air gas module regulate the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the device did not fail to meet its specification, as the source of liquid contamination in the air gas module is a contaminated air gas from the hospital's central air gas system. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator system must not be exceeded.

Event description:
Manufacturer's ref: # (B)(4).